Event description:
It was reported that while using 5 of the bd nano¿ 2nd gen pen needles broke off. The following was translated from dutch to english: I would like to take this opportunity to present the following problem. My daughter uses the bd micro-fine ultra 4 mm needles. With our current box, we already notice with about 5 needles that the needles break off after the injection. (We're about halfway through the box now.) We then have to remove the broken part from the cartridge with tweezers each time.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 12-nov-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that while using 5 of the bd nano¿ 2nd gen pen needles broke off. The following was translated from dutch to english: I would like to take this opportunity to present the following problem. My daughter uses the bd micro-fine ultra 4 mm needles. With our current box, we already notice with about 5 needles that the needles break off after the injection. (We're about halfway through the box now.) We then have to remove the broken part from the cartridge with tweezers each time.